Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip at the grip tip. A piece measuring approximately 1.59mm x 1.82mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the tip of maryland bipolar forceps instrument was found to be broken off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument's tip was broken when opened and was not used on the patient.